Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#:(B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient's deep brain stimulation (dbs) system was planned to be explanted on the day of the report due to infection. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown if the infection resolved. No further complications were reported as a result of this event.